Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop alzheimer's disease. The medical intervention that the patient received in response to this event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.